Event description:
Report received from abbott international affiliate (abbott-canada) which states the "nurse was in the xray department with the patient. The patient was connected to plum pump via tubing. She proceeded to inject a solution through the injection port at the y-site when the port reportedly exploded. There was no consequence to the patient". Although requested, no additional information has been made available.